Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not explanted. Explanted date: device was not explanted. (B)(6). Occupation- evt sister. The actual device was has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed to deploy. Additional information was received on 20apr2021. The procedure performed for the patient prior to use of closure device was a thrombolysis. A destination 6fr sheath was used. It was normal usage leading up to the deployment failure. Hemostasis was achieved by femstop and manual compression. The patient's condition was stable. Additional information was received on 28apr2021. The doctor was using the angio-seal device and it failed to deploy. The doctor pulled back on the device as usual although the tamper tube failed to appear, he also did not see the green marker. The doctor also noted that he did not hear the cogs moving inside the handle during deployment, this is usually quite audible. The doctor called it a failure of the tamping mechanism to exit properly on its own, almost as if this is stuck inside the handle. However, there was still some oozing and they compressed for twenty minutes and then applied a fem stop.

Manufacturer narrative:
This report is being submitted, as follow up no. 2, to update section h3. And to provide the completed investigation results. One 6 fr angio-seal evolution device was returned for product evaluation. The returned device included the header bag, locator and hemostasis sheath and carrier tube assembly. Visual inspection revealed, that the device appeared to be deployed and the suture was cut. No anomalies were found on the device. The device sleeve of the carrier tube was in full rear lock position with color bands fully exposed. The device was subjected to fluoroscopy. And it was confirmed, that the tamper tube has not released and still attached to the rack. The device was investigated under scar. And the conclusions are as follows: the rack is positioned in the correct orientation. The rack and gears passed a secondary device lock up test;.no damage was observed for the rack tip. The compaction tube was in the correct orientation and mated with the rack tip. The suture was taut, prior to manipulation and in the correct path. The suture stake is in the correct position. No damage was observed, for the gear mechanism. The suture release mechanism works as expected. The manufacturing procedure has been reviewed. And the training records were reviewed, and due to the controls in place for the manufacturing procedure and proper associate trainings, the complaint regarding device failing to deploy the compaction (tamper) tube upon pulling the device back to achieve compaction cannot be confirmed, to be manufacturing related. The complaint could be substantiated for allegation that the tamper tube has not released. A scar has been initiated to address this issue. The device was in a conforming state when released from terumo control. There is no indication, that any manufacturing issues may have led to this event. Currently, no action is recommended, since this risk evaluation is within the predetermined limits in the fmea.